Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma, and capsular contracture baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture baker grade IV.

Event description:
Explanting physician reported "rupture and capsular contracture baker grade IV", and periprosthetic liquid. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Event description:
Explanting physician reported "rupture and capsular contracture baker grade IV", and periprosthetic liquid. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV, and periprosthetic liquid. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as surgical damage. A piece of missing shell is assessed as inconclusive. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.